Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the helix was distorted/bent. It was also noted that there was blood in/on the helix mechanism, the number of turn to extend/retract the helix exceeds specification, and the lead was damaged at implant. The analyst also noted that the helix is bent causing it to stick on the steroid ring. The turns are out of specification due to the bent helix.

Event description:
It was reported that during the implantation of the lead, the lead had to be repositioned twice and the physician thought it took too many turns to move the helix. The stylet became stuck in the lead. The lead was not used and another lead was used to complete the procedure. No patient complications have been reported as a result of this event.